Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power loss noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had battery issues and it was the second time. The customer's blood glucose level was 7.3 mmol/l at the time of the incident. The customer was 12 weeks pregnant and does not trust the insulin pump at the moment. The customer received calibration not accepted error. The insulin pump alarmed and the customer changed the battery now and the insulin would stop. The device will be returned for analysis.